Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was whole tube push off non-patient end of needle. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "the tubes will not stay in place when secured into the vacutainer. You have to hold and press them in place. On one occasion today the tube just flew out dislodging the needle in the process. Repeat patient sampling/venipuncture is required on occasion."

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was whole tube push off non-patient end of needle. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "the tubes will not stay in place when secured into the vacutainer. You have to hold and press them in place. On one occasion today the tube just flew out dislodging the needle in the process. Repeat patient sampling/venipuncture is required on occasion."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/10/2021. H.6. Investigation: bd received (B)(4) samples for investigation. The returned samples along with (B)(4) retention samples from bd inventory were evaluated by draw testing and the indicated failure modes for tube push off and underfill with the incident lot was not observed. All (B)(4) tubes drew within specification and none of the tubes pushed off the needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.